Manufacturer narrative:
Correction to the initial MDR in block(s) h6. Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50 . Serial: (B)(6). Batch: 7087227. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50 . Serial: (B)(6). Batch: 7087195. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500 . Model: sc-2218-50 . Serial: (B)(6). Batch: 7131017. UDI: (B)(4).

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The entire system was explanted. The current location of the explanted devices remains unknown. No additional information was available.

Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a revision procedure for an unknown reason. The entire system was explanted. The current location of the explanted devices remains unknown. No additional information was available.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7087227. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7087195. UDI: (B)(4). Product family: scs-linear leads. Upn: m365sc2218500. Model: sc-2218-50. Serial: (B)(6). Batch: 7131017. UDI: (B)(4).